Manufacturer narrative:
(B)(4). No product was returned or no photographs were provided; visual and dimensional evaluations could not be performed. Review of device history records identified no deviations or anomalies during manufacturing. Office notes state that despite fairly well-fixed components in good position, patient continued to complain of pain and instability in the knee and was noted on exam to have a bit of laxity to varus /valgus stress testing. Revision operative notes states that the patient had laxity of lateral collateral ligament and was lax laterally with significant subluxation of the tibial baseplate to ap stress testing in flexion. Tibial and femoral components remain intact with no complications seen. This complaint is confirmed. Root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
It was reported a patient underwent an initial left tka on unknown date approximately, subsequently revised about one year later for pain and instability. There was significant subluxation found and the liner was replaced without complications.